Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that "a message about lost settings is displayed on the xl screen". There was reportedly no patient involvement.